Event description:
I purchased 10 of acon labs' flowflex sars-co-v-2 antigen rapid tests in the blue box from (B)(6) (my cost (B)(6)). The contact is (B)(6) I subsequently learned that acon has recalled the blue boxes because they are counterfeit and not authorized for use in USA by fds (see FDA recall https://www.FDA.gov/medical-devices/safety-communications/do-not-use-certain-acon-flowflex-covid-19-tests-FDA-safetycommunication#:~: text=the%20u.s.%20food%20and%20drug,box%20(see%20images%20below) I wish to be reimbursed or alternatively, replace the counterfeit blue tests for the FDA approved test in the white box. (B)(6) has been notified and acon has been notified, but no resolution as of this writing. Flowflex sars-cov-2 antigen rapid test (self-testing) that is packaged in a dark blue box. FDA safety report ID # (B)(4).